Event description:
When personnel went to use the AED, the AED had the correct indication device ready for use, applied pads; device said "acquiring dat" then shut off. This was tried 2 times before emergency squad arrived less than 5 minutes from call. Device appeared to work normally on manufacturer supplied test unit, however, when attempting to use on a test patient, device failed. Manufacturer supplied information indicates batteries are bad, however testing of battery does not confirm. Manufacturer literature does not provide replacement time frame, however verbally the manufacturer says 5 years. Device has been performance inspected annually. Unknown if replacing batteries will resolve, waiting for new patient pad. The batteries were replaced and it did not solve the problem.